Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. The right atrial (ra) lead then proceeded to have high thresholds with complete loss of capture at times. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.